Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {delivery catheter system (dcs)}; implant date: {na}; explant date: {na}. Product ID: {l-evolutfx-34}; product lot/serial number: {unknown}; product type: {compression loading system (cls)}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter bioprosthetic valve, a new left bundle branch block (lbbb) and sinus bradycardia with a heart rate in the 40¿s beats per minute (bpm) range. Cardiac electrophysiology was consulted and prolonged hospitalization was required. A permanent pacemaker was placed three days later. The event resolved one day following the implant of the permanent pacemaker. Per the physician, the event was possibly related to the valve and the valve implant procedure.

Event description:
Additional information was received which updated the outcome of the lbbb to resolved with sequelae.

Manufacturer narrative:
Updated data: b5, d3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.